Event description:
The string broke off, causing the tampon to become stuck in my vagina [foreign body in reproductive tract]. String broke off - tampon [device breakage]. I pulled the string to remove a tampon, and the string broke off, causing the tampon to become stuck in my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The string broke off, causing the tampon to become stuck in my vagina [foreign body in reproductive tract]. String broke off- tampon [device breakage]. I pulled the string to remove a tampon, and the string broke off, causing the tampon to become stuck in my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The string broke off, causing the tampon to become stuck in my vagina [foreign body in reproductive tract]. String broke off- tampon [device breakage]. I pulled the string to remove a tampon, and the string broke off, causing the tampon to become stuck in my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off during removal. No serious injury reported.

Event description:
The string broke off, causing the tampon to become stuck in my vagina [foreign body in reproductive tract]. String broke off, tampon [device breakage]. I pulled the string to remove a tampon, and the string broke off, causing the tampon to become stuck in my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.